Event description:
As described by the user facility: epidural for post op pain management. When the catheter was pulled out, the tip was missing. The patient is fine. MRI and CT done. The tip cannot be identified with multiple attempts at imaging.

Manufacturer narrative:
The actual device involved in the incident is not available for the manufacturer to evaluate. Without the actual device, a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted that the labeling on the tray states, "do not withdraw catheter through needle due to possible danger of shearing".